Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced unexplained high blood glucose of 500 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer had already changed their infusion set.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone call by the customer's mother that the customer's blood glucose came down after a set change. The customer's mother reported customer had encountered blood glucose between 400-500mg/dl. Set has been changed every day or twice a day due to high blood glucose. On (B)(6) 2016 customer's mother reported that the customer continued having high blood glucose after changing set. The customer's current blood glucose was 200mg/dl. On (B)(6) 2016 the customer's mother was contacted, ran 5u on tubing without alarms, connected to cannula ran another 5u without no delivery alarm noted. During the high pressure test it alarmed no delivery on 3.7u. Advised customer to contact doctor to discuss this matter. The customer's blood glucose was 176mg/dl. On (B)(6) 2016 the customer's mother stated the problem continued. She had already discussed with doctor and confirmed is not a problem from the customer's side. The customer agreed to replace insulin pump.